Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after several hours in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Performance testing revealed a leak that originated from the cuff. The leak site was a damaged area located at the top position of the maximum diameter of an inflated cuff. Visual examination using 5x to 20x microscopy of the leak area found it to be two adjacent tears; 4mm and 3.4mm in lengths. The location and physical characteristics of the tears are consistent with the device having been inflated while in the pt, then moved and snagged on the rings of the tracheal cartilage. Mfg does a 100% inflation test of the cuffs and had the tears been there at that time it would have been detected. Wall thickness of the cuff shows no abnormalities at the tear site. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. Our quality personnel determined that the device inflation line damage likely occurred as a result of user handling.